Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited substandard thresholds. It was noted the right ventricular (rv) lead had intermittent capture and an x-ray confirmed the lead had dislodged. The right atrial (ra) lead was repositioned and remains in use. The right ventricular (rv) lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.